Event description:
The reporter, a 3rd party biomed, contacted physio-control to report that during a recent patient event their customer's device powered off by itself. The biomed advised that he thought that the unit was able to be powered back on at some point, but he did not have any additional details. No further details about the patient or the event were provided. The biomed did not believe that there were any adverse effects to the patient as a result of the reported failure.

Manufacturer narrative:
(B)(4). The 3rd party biomed advised that he was initially able to duplicate the reported failure. The biomed stated that when he removed the battery from battery well 2, the unit powered off by itself. There were no service indicators present. He then was able to push the power on button to restore power without any discrepancies. He then put the battery back in to well 2 and tried again, but the issue did not reoccur during all subsequent tests. The biomed then removed the front case of the device and performed a visual inspection, as well as check to ensure that all cables were securely connected, and again found no discrepancies. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
The initial medwatch report indicated asku. The initial medwatch report should have indicated na, as there was no patient use. The initial medwatch report indicated (B)(6) 2013. The initial medwatch report should have indicated (B)(6) 2013. The initial medwatch report indicated: the reporter, a 3rd party biomed, contacted physio-control to report that during a recent patient event their customer's device powered off by itself. The biomed advised that he thought that the unit was able to be powered back on at some point, but he did not have any additional details. No further details about the patient or the event were provided. The biomed did not believe that there were any adverse effects to the patient as a result of the reported failure. The initial medwatch report should have indicated: a 3rd party biomedical engineer contacted physio-control on behalf of the customer. The customer had reported that their device powered off by itself while attempting to download a patient event record post-patient use. The customer advised that they shook the device and it came back on. There was no patient use associated with the reported event. (B)(4).